Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no audio from the central station. The device was in use monitoring patients. No adverse event was reported.